Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified server communication and confirmed that messages were transmitting without any issues and that the interface was functioning properly. The tss contacted the customer, and the customer confirmed that no issues were identified. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server new patients and new medication orders were not crossing from epic into pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.